Event description:
User facility medwatch report received that states: the cardiologist was removing the catheter and balloon after the post-dilatation of stent. Upon removal of the catheter, the balloon was noted to be missing. When checking under the floor, the balloon was found in the right arm. The balloon was removed with a snare device. The procedure was completed with no harm to the patient or delay in the procedure. FDA safety report ID# (B)(4) ***additional information received from the account states that the lesion was moderately tortuous and that there was resistance with the anatomy when removing the balloon catheter. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product were not performed since the lot number was not reported and the device was not returned for analysis. The investigation determined the reported difficulty to remove and balloon separation appear to be related to operation circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states: the cardiologist was removing the catheter and balloon after the post-dilatation of stent. Upon removal of the catheter, the balloon was noted to be missing. When checking under the floor, the balloon was found in the right arm. The balloon was removed with a snare device. The procedure was completed with no harm to the patient or delay in the procedure. FDA safety report ID# (B)(4).